Event description:
It was reported that, during arthroscopic ligamentoplasty, a "6.0mm x 25mm biosure ha anchor" broke. It is unknown if the broken pieces were retrieved from the patient. The procedure was successfully completed without significant delay using a biosure anchor as backup device. No further complications were reported. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case (B)(4). B5: event description updated.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review polymer found that the storage protocols, material specifications, and material tests were appropriately documented. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, three "6.0mm x 25mm biosure ha anchor" broke. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.